Event description:
It was reported that the unspecified bd¿ insyte autoguard bc pro 20ga x 1.00in experienced blood control features did not work. The following information was provided by the initial reporter: 20 g winged iagbc pro valve malfunction. Response received 13 sep 2023: are you able to further describe the issue; how the defect was discovered? During insertion, the bc valve did not work. It was necessary to use manual occlusion of the vessel to prevent blood from exiting the insertion site and creating a mess on the patients arm/bed.

Manufacturer narrative:
H6: investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ insyte autoguard bc pro 20ga x 1.00in experienced blood control features did not work. The following information was provided by the initial reporter: 20 g winged iagbc pro valve malfunction. Response received 13 sep 2023 - are you able to further describe the issue; how the defect was discovered? During insertion, the bc valve did not work. It was necessary to use manual occlusion of the vessel to prevent blood from exiting the insertion site and creating a mess on the patients arm/bed.